Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
Customer reported that he could not get the screw through the distal hole and the event was observed during surgery. As per the customer, surgery was finished by manual way of targeting. According to customer the surgery was delayed due to this fact. 30 minutes delay.

Manufacturer narrative:
The evaluation revealed both target devices as primary products. Appearance of item and inspection records identified the target devices returned being of new design version which already were manufactured from peek material. Deviations in the inspection documents were not found. A check of the function on 100% of the devices (sub-supplier) and additional in-house spot check of the lot numbers in question revealed function were given in full on the devices at the stage of delivery. As the devices had been in use for approx. 6 and 4 years (manufacturing dates: 2011 / 2013) we pre-suppose that they had fulfilled their tasks in former surgeries as intended. Regarding target device with lot code kme903853: no visual, functional or manufacturing related issues were found. The functional inspection revealed that the target device was fully functional; all proximal and distal nail holes were passed by sample drills without nail contact. The reported misdrilling was not reproducible. Regarding target device with lot code kme905090: no manufacturing related issues were found; the target device was heavily marked with hammer striking blows on the carbon surface and metal nail adapter, due to the hammer blows the carbon material got cracked on the upper and lower side near the nail adapter. The reported misdrilling was reproducible: the functional inspection revealed that the most distal nail hole was hit by the sample drill, caused by a material deformation due to the hammer blows. The misdrilling is attributed to the user; deviation from the instructions (IFU, operative technique). Regarding misdrilling the operative technique has already been modified by engineering change. The IFU addresses further that hitting target devices is not allowed other than those with an integrated strike plate. Additionally the cleaning, sterilization and maintenance guide includes examples of damaged target devices that shall be replaced. Since 2013 a new target device (cat# 13200111) is available with a threaded slot for a strike plate. Hammering for nail insertion and/or correction is possible with assembled strike plate and/or universal rod. Review of complaint history, CAPA databases, labelling and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
Customer reported that he could not get the screw through the distal hole and the event was observed during surgery. As per the customer, surgery was finished by manual way of targeting. According to customer the surgery was delayed due to this fact. 30 minutes delay. Only distal matters observed (no proximal miss drilling reported.